Event description:
Reportedly, during pt use, an oxygen sensor error occurred. The oxygen sensor was not able to be calibrated. The oxygen sensor was replaced, which resolved the reported issue. No harm to the pt reported.

Manufacturer narrative:
(B)(4).